Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with wrinkles in both eyes as patient claimed that she accidentally hit the certoer of her eyes with the bottle tip. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and haze. Patient reported symptoms are not interfering with daily activities. The flap was re-floated and smoothed and was not lifted for both eyes. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.00 x -.50 x 154, left eye pre-op 20/20 -5.50 x -.50 x 7.